Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy bleeding with blood cloths during menstruation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthropathy ("problems with her joints: pelvis and left ankle"), infective tenosynovitis ("tendon infection right foot") and menopausal symptoms ("menopausal complaints"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, arthropathy, infective tenosynovitis and menopausal symptoms was resolving. The reporter considered arthropathy, infective tenosynovitis, menopausal symptoms and menorrhagia to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: menorrhagia: the analysis in the global safety database revealed 1199 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 7-jun-2018: updated essure therapy information and events outcomes. It was mentioned that essure was removed (case upgraded to incident). Case became potential legal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding with blood cloths during menstruation') in a female patient who had essure (batch no. B06096) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menopausal symptoms ("menopausal complaints"), arthropathy ("problems with her joints: pelvis and left ankle") and infective tenosynovitis ("tendon infection right foot"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, menopausal symptoms, arthropathy and infective tenosynovitis was resolving. The reporter considered arthropathy, infective tenosynovitis, menopausal symptoms and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding with blood cloths during menstruation') in a female patient who had essure (batch no. B06096) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menopausal symptoms ("menopausal complaints"), arthropathy ("problems with her joints: pelvis and left ankle") and infective tenosynovitis ("tendon infection right foot"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, menopausal symptoms, arthropathy and infective tenosynovitis was resolving. The reporter considered arthropathy, infective tenosynovitis, menopausal symptoms and menorrhagia to be related to essure. Lot number: b06096, manufacturing date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.